Manufacturer narrative:
H3, h6: siemens healthineers has initiated a detailed investigation of the complaint event and system. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was notified by its service organization of an issue with the cios spin system. During an interventional procedure on (B)(6) 2024, no x-ray was possible, and the issue led to a delay in the procedure. As of the date of this report, there is no indication of any adverse health effects to the involved patient.

Manufacturer narrative:
The investigation was performed with discussions considering complaint description, customer service reports, system history, & system log files. During an interventional procedure, no x-ray was possible. To solve the problem, the user restarted the system and then continued the procedure. No health consequences were reported to this event. The system was investigated on site, but the root cause of the x-ray not possible issue could neither be determined nor reproduced. The issue has not occurred again since then. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.